Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer stated that his doctor is aware of it but will not make adjustments to his settings. Customer stated that he give himself correction bolus and put ghost carb amounts. The customer was advised to speak to his health care provider about the temp basal feature and against inputting made up number for carbs. Customer also reported for low blood glucose but not hospitalized. Customer's blood glucose was unknown. Customer was help by his son and treated for the low.